Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-may-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing saline for spinal pain and failed back surgery syndrome. Patient mentioned they haven't had medication since 2022. Patient stated that in 2022 their healthcare provider (hcp) stopped taking care of them and filled their pump with saline. Patient mentioned they have tried to contact the clinic who implanted it, but stated that they no longer can see the patient, and their hcp was no longer associated there. Patient stated that they were in the hospital over the past summer and they had mrsa on l5 and l6 where pump 'lead' was located. Patient said that they almost died from it. Agent reviewed information and emailed physician listing.